Event description:
It was reported that the user experienced hypoglycemia with a lowest cgm reading of 61 mg/dl on a g7 sensor, describing a gradual decline over about three hours after using soda and then eating an evening meal; the user was unsure of the cause, and review of device reports showed no excessive insulin delivery and in-range values earlier in the day, with recognition that there had been no substantial meal beforehand. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and return to an in-range value of 118 mg/dl without medical intervention. Investigation included review of device-delivered insulin data and cgm trends. Investigation of this case revealed no device malfunction and no abnormal insulin delivery, with the event consistent with inadequate carbohydrate intake relative to insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear but not attributable to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.